Event description:
It was reported the customer had a reservoir leak with the last three reservoirs they had. The customer had stated they smelled insulin while changing their infusion set. The customer stated the leak on the reservoir extended to the reservoir compartment. Customer reported that there was no visible fluid under the lcd display or battery and reservoir compartment. Customer's blood glucose was 201 mg/dl. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).